Event description:
The facility reported an infusion pump with air in line alarm failure. The failure was reported to have occurred during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 23 2007. Evaluation summary:during on-site device evaluation, the technician observed multiple air detected sets in the event history after advance air cleared was performed, however the condtion was not duplicated. This ail sensor readings variable when prime tubing was loaded was found to be out of specifications. The pump head module was replace and the device was tested found to be functional per specifications.